Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a bloody fluid leak of about 5 drops of blood coming from under their coulter lh 750 hematology analyzer at the rear of the instrument. The leak was not contained and the customer was unable to identify the source of the leak. The customer also reported that cassettes were not loading onto the rocker bed from the right loading bay. The operator was wearing personal protective equipment (ppe) consisting of gloves and glasses. No injury or exposure was reported. The customer had only run controls in the manual mode and did not mention any problems with control recovery. The customer had not run any patient samples in the manual mode. The customer has a high volume of samples which are typically run in automatic made, but this mode was disabled because of the start switch problem. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went onsite the day of the event and was unable to find any instrument leaks. Fse replaced the cassette right load start switch and performed preventative maintenance. The customer stated that they have not experienced any further leaking since the service visit. (B)(4).